Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: - event year is 2016. Hence, field b3 has been updated.from blank unk to (B)(6) 2016. - procedure performed was breast reconstruction primary. -patient also suffered bilateral rupture. Hence, device code (filed) has been updated. - conclusion code " known inherent risk of device" has been added to field manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2019, mentor became aware that the report was also sent to FDA via mw5087841. Hence, initial reporter also sent report to FDA? Has been updated to "yes". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast reconstruction surgery with 275cc mentor memorygel breast implant and was presented with bilateral breast pain and generalized illness (fatigue, leaking, osteoporosis, diabetics, joint pain, swelling on her joints). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.